Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reza1863 showed no other similar product complaint(s) from these lot numbers. The hospital discarded, therefore, it was not returned.

Event description:
It was reported by nurse that on the afternoon of (B)(6), the patient had PICC catherization. After the catheterization was successful, the venous infusion was not conducted. On (B)(6), at 9:00, a section of blue tube was found inside the transparent extension tube, therefore stopped the infusion and trimmed the catheter.